Event description:
It was reported that during an unknown procedure, the device was faulty. Per affiliate, "no other info provided. Attempted to get info, but unsuccessful." No pt one device returning.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the instrument was nonfunctional. The instrument was cycled and ejected the clips due to a misassembled lifter spring. We have documented the circumstances as they were reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.